Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that her act button of the insulin pump was not working. The troubleshooting was performed. The customer was advised to observe time clock for one minute to verify if time advances and found that it was advancing. The customer was advised to discontinue use of the pump and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted.